Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that the pump "showed an alarm of helium leakage 3 after balloon implantation. After repeated checks, there was no result, and the machine had to be stopped. After removal, it was found that the balloon had ruptured". Another iab was not inserted as there was "no inventory". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon had ruptured" was confirmed based on the investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed ziploc bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was at approximately 27.6cm from the iabc distal tip; liquid blood was noted within the sheath sidearm (inp-4). The one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). A bend to the iabc central lumen was noted at approximately 27.6cm from the iabc distal tip (inp-7). Dried blood was noted on the exterior surfaces of the returned sample. Some traces of dried blood were noted within the iabc bladder and short driveline tubing; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-1). Under microscopic inspection, abrasions were observed from approximately 8.9cm to 9.8cm from the iabc distal tip (anp-2). A full thickness abrasion to the bladder was confirmed at approximately 9.4cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall (anp-3). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 27cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 55cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. Based on a review of the device hi story record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump "showed an alarm of helium leakage 3 after balloon implantation. After repeated checks, there was no result, and the machine had to be stopped. After removal, it was found that the balloon had ruptured". Another iab was not inserted as there was "no inventory". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump "showed an alarm of helium leakage 3 after balloon implantation. After repeated checks, there was no result, and the machine had to be stopped. After removal, it was found that the balloon had ruptured". Another iab was not inserted as there was "no inventory". No patient harm or injury. The patient status is reported as "fine".